Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the device has been returned but analysis is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that pacing impedances on this patient's left ventricular (lv) lead were intermittently high out of range. This pulse generator was explanted due to normal battery depletion. The lv lead was evaluated during the procedure and remains in service with the patient's new device. No adverse patient effects were reported.